Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombus occurred. Target lesion 1 was located in the saphenous vein graft vessel (svg). The target vessel reference diameter was 3.5mm and the lesion length was 20mm. Pre-procedure stenosis was 85% and post-procedure was 100% stenosis. A 3.5x20mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was not a technical success due to "occlusion, thrombus." Target lesion 2 was located in the saphenous vein graft vessel (svg). The target vessel reference diameter was 3.5mm and the lesion length was 14mm. Pre-procedure stenosis was 85% and post-procedure was 3% stenosis. A 3.5x16mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. The patient was discharged 6 days later without anginal complaints or silent ischemia. Discharge medications were asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4). Device not returned for analysis.